Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt of a forearm. A non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 6.0 x 40, 75cm mustang¿ balloon catheter was advanced to predilate the lesion. The balloon was inflated at 24 atmospheres on the first and second inflation; however, upon the third inflation, the balloon ruptured at 24 atmospheres after a duration of 90 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.